Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a new information center ix and the system was not alarming consistently when expected. No patient harm was reported.